Event description:
Physician was performing a left thyroid lobectomy on patient. Physician inserted the nim endotracheal tube properly before start of surgery. All electrodes were placed properly. During the surgery, the recurrent laryngeal nerve was identified, but when touched with the nim probe, the nim monitor did not recognize it. The sales rep from medtronic was called and he walked staff through some checks. Everything was hooked up correctly. The anesthesiologist was also asked to make adjustments to the et tube with no change. The nim monitor still did not work correctly.we have had issues with the nim not monitoring the nerve in the past.======================manufacturer response for endotracheal tube, nim contact emg======================manufacturer provided rga for product return evaluation.